Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose in 2015 with blood glucose in the 15 to 20 mg/dl range at the time of the incidents. The customer was given food and intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness and a diabetic coma. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer had lost the pump and could not remember details of the events. The customer also reported getting hospitalized due to a car accident caused by a low blood glucose incident. The customer mentioned other hospitalization instances due to low blood glucose. The insulin pump will not be returned for analysis.